Event description:
It was reported that the bd plastipak¿ syringe barrel was cracked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "damaged barrel: a barrel was cracked."

Manufacturer narrative:
H.6. Investigation: customer returned (2) loose 1cc, 12.7mm syringes. Customer states that the barrel was cracked. Both returned syringes were examined and one sample exhibited cracks in the barrel running from the (B)(4). A review of the device history record was completed for batch # 1074339. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause: 2 l2l's were created for damaged barrels. Corrections: adjusted guide and re-timed the carousel to the transfer fingers. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe barrel was cracked. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "damaged barrel: a barrel was cracked."